Event description:
It was reported that the communicator showed yellow collecting waves on this subcutaneous implantable cardioverter defibrillator (S-ICD). A Boston Scientific Technical Services (TS) provided troubleshooting steps, but the issue was not resolved thus. The case is currently pending further guidance from higher-level Technical Services. No adverse patient effects were reported, and this device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.